Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes customer quality (cq) for evaluation. The depuy synthes cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drive recess of the matrix screw ø1.85 self-tap l8 tan 1u was stripped. No other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition of the matrix screw ø1.85 self-tap l8 tan 1u was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the matrix screw ø1.85 self-tap l8 tan 1u was observed to be stripped. While no definitive root cause could be determined, it is probable that the matrix screw ø1.85 self-tap l8 tan 1u was stripped due to unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document/specification review: the following drawings were reviewed as part of the investigation. Current revision there is no known lot number so a manufactured date cannot be determined. The drawing was reviewed and the device design conforms to the drawing therefore no other revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided photograph. The provided image is not clear enough to make an assessment on the quality of the cross slot in the screw and therefore the issue cannot be confirmed, and no conclusions are possible. No product problem was identified. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed; a dimensional inspection document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, the 1.85mm ti matrix screw was unable to engage with the screwdriver as the screw head was damaged. The procedure was successfully completed. There was no patient consequence. There is no further information available. This report is for (1) 1.85mm ti matrix screw self-tapping/8mm. This is report 1 of 1 for (B)(4).